Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation when going through a security gate at the library. It was noted that the shock was strong enough to knock her to the floor. Additional info was requested.